Manufacturer narrative:
Patient was revised due to pain. The screw head broke off during surgery, but the cup was determined to be solid, so the rest of the screw remains in the hip. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner and femoral head. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified one other unrelated report against the reported screw. Previous review of device history records identified no manufacturing deviations or anomalies that would have contributed to the reported event. The search identified no other reports against the remaining product/lot code combination(s). The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to pain. The screw head broke off during surgery, but the cup was determind to be solid, so the rest of the screw remains in the hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot = null. Device history batch = null. Device history review = null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges metal wear, metallosis and fracture (bone).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to pain. The screw head broke off during surgery, but the cup was determind to be solid, so the rest of the screw remains in the hip. Update rec¿d 03/28/2017- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, inflammation and elevated ions. There is no new information that would change the existing MDR decision. Complaint was updated 04/09/2017 / / investigation method: the patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner and femoral head. Per procedure wi-3430, this device(s) is exempt from device history record review. A search of the complaints databases identified one other unrelated report against the reported screw. Previous review of device history records (reference wpc 4915-2008, infection) identified no manufacturing deviations or anomalies that would have contributed to the reported event. The search identified no other reports against the remaining product/lot code combination(s). Based on the inability to find any other reported incidents against the provided product and lot code, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. The investigation can draw no conclusions with the information provided. / patient was revised due to pain. The screw head broke off during surgery, but the cup was determind to be solid, so the rest of the screw remains in the hip. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner and femoral head. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified one other unrelated report against the reported screw. Previous review of device history records identified no manufacturing deviations or anomalies that would have contributed to the reported event. The search identified no other reports against the remaining product/lot code combination(s). The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec¿d 03/28/2017- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, inflammation and elevated ions.